Event description:
Customer stated "caught fire." Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the cord had a cut by the strain relief. This is likely due to excessive flexing of the cord over an extended period to time. The product was approx. 5 years and 2 months old when the incident occurred. Customer did not claim any injury based on the evidence, the inspector is unable to able to come to the conclusion, as to what caused the issue.